Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to severe grade 3 enterocele and rectocele and vaginal vault prolapse. It was also reported that patient underwent posterior repair, laparotomy with extensive lysis adhesions, bso and abdominal sacrocolpopexy with alyte mesh on (B)(6) 2013 due to atrophic ovarian parenchyma, fimbriated fallopian tube, symptomatic pelvic relaxation and possible severe complications of dissection into posterior tissue. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.